Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient visual acuity was improved only to 0.5, before implantation it was 0.3, which is significantly below the expected result. The patient had pronounced double vision (a sensation similar to astigmatism), lack of clarity and sharpness of vision, inability to read comfortably without glasses, difficulties with driving and poor distance vision (text on billboards and road signs were unreadable; there was no clarity even at relatively close distances, for example on gas station signs). After the implantation, the quality of vision became worse than it was before. Additional information has been requested, yet no new information received. There are two medical device reports associated with this patient. This file is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.